Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set separated at the y-site during use. The following information was provided by the initial reporter: "I investigated the sample and it does have a defect (separation at y-site)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-dec-2022 . H6: investigation summary a sample was returned for investigation. Through visual inspection, separation was observed. The tubing had separated from the lower half of the smart site. A device history record review for model 2426-0007 lot number 22069508 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was defined with a brainstorming and the main ideas were embodied on ishikawa diagram. Then, the production line was observed during the assembly of the model, to rule out or accept possible causes. A mapping of the process was reviewed where operations indicates the solvent of the y-site to tube, uses a fixture for the correct union of the component. The principal causes were determined to relate to the uses of this fixture. This fixture helps to the correct insertion of tube on the y-site. First, the gauge assures the large of the tube is adequate for the insertion, then, the fixture allows that the union has a rest time. On the assembly line, it was observed that the fixtures are used incorrectly, because the personal aren¿t uses the gauge to measure the tube. This causes the insertion to be incorrect.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set separated at the y-site during use. The following information was provided by the initial reporter: "I investigated the sample and it does have a defect (separation at y-site)".